Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to hypoglycemia. Customer had a seizure. Customer does not remember a lot of the details. The incident happened about one month ago. The current blood glucose reading is 200 mg/dl. Nothing further reported.